Event description:
It was reported in a literature review that the patient underwent total abdominal hysterectomy, abdominal sacrocolpopexy and burch procedure in 2006 and suture was used. Post-operatively the patient did well. In 2011, the patient developed pelvic pain, hematuria and recurrent urinary tract infections. Since 2011, the patient experienced calculus with visible tail of suture approximately 2 cm medial and posterior to the patient¿s left ureteral orifice and suture erosions at the base of the bladder and associated calculus. Since 2011, the patient underwent surgical procedures for suture extrusion. In 2014 the patient underwent abdominal sacrocolpopexy with autologous fascia due to suture extrusion. Post-operatively, the patient did well with no recurrence of symptoms.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).